Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and out of range impedances of greater than 2,000 ohms. It was noted that the increase in impedance measurements coincide with a car accident the patient had approximately two months ago. It was also noted that after discovery of the lead issue, an electrocardiogram (EKG) was recorded and it was determined that the patients cardiac condition had improved enough that the lv lead was no longer necessary. The doctor indicated that he will continue to monitor the patients condition and if the patient should need lv lead therapy, he would re-evaluate at that time. The patient's device was reprogrammed to right ventricular (rv) only pacing. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was attempted; however, venous access could not be obtained. Therefore, the revision was not performed and no changes were made to the patient's system. No adverse patient effects were reported.

Event description:
Additional information was provided that the previously reported patient car accident resulted in an left ventricular (lv) lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.